Event description:
Patient reported being injected around the mouth with an unspecified juvéderm®. The patient had their first moderna covid-19 three weeks prior. Twelve hours post-injection, the patient¿s entire face was ¿swollen beyond recognition.¿ the patient went to the ER and had an ¿anaphylactic shock¿ approximately 17 hours post-injection. The patient has a history of unspecified juvéderm®. Additionally, the injector reported that the patient was injected with juvéderm vollure¿ xc. The patient experienced a "severe inflammatory response" and was hospitalized for 3 days. No other information was provided.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional details provided stated that patient was injected with juvéderm vollure¿ xc then had a covid-19 vaccine the next day. They experienced swollen face and anaphylactic reaction that ended up in the ICU for 3-4 days then in a regular hospital room for two days. Patient is now home and has recovered.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.2., b.5., section c., d.4., h.4., h.6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected around the mouth with an unspecified juvéderm, the patient had their first moderna covid-19 three weeks prior. Twelve hours post-injection, the patient¿s entire face was ¿swollen beyond recognition. The patient went to the ER and had an anaphylactic shock approximately 17 hours post-injection. The patient has a history of unspecified juvéderm. Additionally, the injector reported that the patient was injected with juvéderm vollure xc. The patient experienced a severe inflammatory response and was hospitalized for 3 days. No other information was provided.